Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had to turn their stimulation off for a nerve block test and did not turn it on until 2 days before the time of the report because they were in so much pain after the testing that they forgot about it. Patient turned stimulation on and it was so strong they thought they were going to go through the roof/ceiling and stimulation was uncomfortable. Patient had to turn their device back off and mentioned they were not going to the bathroom like they should. Patient stated the stimulation felt stronger than it was before. Troubleshooting was performed and the ins was turned down before turning it back on. Patient was at 1.2v and turned it down to 0.9v before turning stimulation back on, and then increased to 1.0v and stimulation was comfortable. No further complications were reported. Additional information was received. It was reported that the patient stated she has had tens therapy on her knee since 2018, and could feel pulsing in the groin after these sessions. Patient had a nerve block a week ago and patient thought it caused something that effected her ins because she felt pulsing at the ins site. Patient alleged tens therapy and a nerve block as a recent medical test or emi environmental exposure. Patient was advised to follow-up with the hcp.